Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficulty removing the device due to interaction with the anatomy appears to be related to procedural conditions and likely due to the difficulties visualizing the chordal structures during the procedure. The reported patient effect of tissue damage was likely a result of procedural conditions and due to troubleshooting maneuvers performed to free the clip from the chordae. The reported unchanged mitral regurgitation (mr) appears to be a secondary effect of the tissue damage. The reported patient effects of worsening mr and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for the chordal rupture. It was reported that the first mitraclip was deployed in the a3/p3 segment of the mitral valve without incident. Mitral regurgitation was reduced from grade 4 to grade 2 with the first clip. The second clip delivery system (cds) was inserted into the left ventricle, but came in contact with chordae. There were no difficulties with visualization itself, but the visualization of the chordal structures was not always good. The clip was inverted to retract it into the left atrium, but this resulted in rupture of the chordae. The second cds was removed without deploying the clip. The procedure was completed, but mitral regurgitation returned to grade 4. The patient was clinically and hemodynamically stable. No additional information was provided.